Event description:
I have had breast cancer. I had to undergo a mastectomy. After the breast tissue is removed a mentor brand breast expander was placed in my right brest. After about 3 months after inflating this expander, it deflated. The device was sent back to the MFR and examined by a product evaluation specialist, I guess that is what you call them, and basically the report stated that the shell bas juncture of the prosthesis leaked. In other words, the lining of the expander had a leak and sometimes this just happens. Well, I had another expander put in 2008 and now this one has deflated. I look lopsided and obviously scarred and have to go through another surgery in 2009 to have this one removed and hopefully if my skin is stretched out enough, the surgeon can finish me with an implant. If the skin is not stretched, he wants to use another name brand expander. Please let me know if you can help. My insurance has paid for two expanders now and I do not feel they should have to pay for another. If a company is to put a product out there, should they not have it checked and checked to make sure it is safe. I understand that many answers may depend upon what this expander shows, however it seems very strange that everything was going fine and then the same thing happened again. Thank you for your time, diagnosis or reason for use: breast cancer.